Manufacturer narrative:
G1 manufacturer site postal code: (B)(6). G1 manufacturer site country code: 65. G1 manufacturer site phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a vizigo sheath and the physician complained of resistance with the wire and dilator while trying to go transeptal. The sheath was replaced with a competitor's sheath and the case continued. No patient consequences were reported.